Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they developed cancer and unable to walk. They believe due to the device. Medical intervention was not specified. This complaint has been reviewed by the clinical expert and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). However, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on the conclusions reached and documented in ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00, dreamstation 1 platform particulate hhe, the harms cancer and not being able to walk are assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they developed cancer and unable to walk. They believe due to the device. Medical intervention was not specified. This complaint has been reviewed by the clinical expert and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). However, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on the conclusions reached and documented in (B)(4), dreamstation 1 platform (B)(4), dreamstation 1 platform particulate hhe, the harms cancer and not being able to walk are assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete. The initial report an error was made when coding the health impact grid of box h. This report has been corrected.